Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported as the physician was removing the sheath from the patient's anatomy. The check-valve was separating from the sheath. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
A review of the complaint history, drawings, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. The complaint device was returned and photographed. Examination of the returned device confirms that the hub separated from the sheath. It also reveals a deformity in the proximal flare of the shaft; it is indented and noncircular. However, it is difficult to determine whether this defect was the cause or the effect of the separation. The overall flare size and connector cap ID are within spec. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Upon reviewing the IFU and description of the event, it can be concluded that the physician deviated from the IFU, which warn to insert the dilator into the sheath before withdrawal to avoid breakage. The physician withdrew the sheath without inserting the dilator; only a wire was present. Based on the information provided and the results of our investigation; a definitive root cause could not be determined. Measures have been conducted to address this failure mode. Monitoring will continue to be performed for similar complaints.

Event description:
It was reported that during a peripheral artery occlusive disease case with graft stenting, the sheath was placed at the leg through the inguinal artery. As the physician was removing the sheath from the patient, the check-valve was noted to be separating from the sheath. A .035 inch stiff competitor wire was inserted into the lumen of the sheath prior to removal. The patient did not require any additional procedures due to this occurrence. No further information was provided.